Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. On (B)(6) 2021, both the initial test and a repeat testing with the cobas® liat® system sn (B)(4) generated: positive sars-cov2, negative flu a, negative flu b. A following third repeat testing was performed on a new collected sample with another cobas® liat® system (sn unknown) was negative for all 3 targets. Moreover, on (B)(6) 2021 a fourth repeat testing of a new collected sample was also performed with another cobas® liat® system (sn unknown) tested negative for all 3 targets sars-cov-2/flu a/b. The negative results were released to the patient. No harm is alleged. An investigation is currently ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No customer data was provided so an assessment in to the specific customer allegation could not be performed. An investigation into the reagent lot, 00727y, was performed and did not identify any issues. (B)(4).